Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The patient presented emergently with chest pain and a myocardial infarction. The lesion was located in an extremely tortuous proximal left anterior descending artery. A non bsc stent was placed in the lesion and it was noted that the case was very difficult and took hours. The next morning the patient presented with chest pain and was sent to the cath lab. Ivus was performed and it was seen that tissue had prolapsed at the site of the non bsc stent and was obstructing blood flow. The lesion was predilated with a 4.5x12mm quantum maverick balloon. Both a 4.00x16mm and a 4.00x12mm taxus liberte¿ drug eluting stents were advanced to the lesion but could not cross. A 4.00x8mm taxus liberte¿ drug eluting stent was advanced to the lesion, and the physician used extreme force in an attempt to cross the lesion. The stent dislodged and remained on the wire. All of the devices were withdrawn and the stent came off the wire in the groin. A snare was used to remove the dislodged stent. The procedure was completed at this time. No further patient injuries or complications occurred. Patient's status is satisfactory. The patient will be brought back at a later date to attempt to re-stent the lesion.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The patient presented emergently with chest pain and a myocardial infarction. The lesion was located in an extremely tortuous proximal left anterior descending artery. A non bsc stent was placed in the lesion and it was noted that the case was very difficult and took hours. The next morning, the patient presented with chest pain and was sent to the cath lab. Ivus was performed and it was seen that tissue had prolapsed at the site of the non bsc stent and was obstructing blood flow. The lesion was predilated with a 4.5x12mm quantum maverick balloon. Both a 4.00x16mm and a 4.00x12mm taxus liberte' drug eluting stents were advanced to the lesion but could not cross. A 4.00x8mm taxus liberte' drug eluting stent was advanced to the lesion, and the physician used extreme force in an attempt to cross the lesion. The stent dislodged and remained on the wire. All of the devices were withdrawn and the stent came off the wire in the groin. A snare was used to remove the dislodged stent. The procedure was completed at this time. No further patient injuries or complications occurred. Patient status is satisfactory. The patient will be brought back at a later date to attempt to re-stent the lesion.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual examination found that the stent was returned without the stent delivery system. The stent was severely damaged throughout. The stent struts were severely crushed and deformed. Solidified blood was present throughout the stent which indicated that the device was used in-vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).